Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with pain due to perforation by the right ventricular (rv) lead. Chest x-ray confirmed that the lead had dislodged and had migrated into pericardial space. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.